Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The observation from the field ¿no ipg communication¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.